Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "shuts off." It was also reported there was no pt involvement.